Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegations were confirmed, and caused by a defective g1 board. The monitor does not power up and the printed circuit board had a failure resulting in no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, high definition lcd monitor will not power up. The issue did not involve a procedure. Therefore, there was no patient involvement. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device did not power on due to a failure of the power supply printed circuit board (g1 board). The final root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.